Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the threads on the retaining rod are damaged. The device shows significant signs of wear/usage. The device was manufactured in 2011. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported during a removal the capture threads broke.